Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged loosening was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported that a 78-year-old male patient with an eleos distal femur replacement underwent a revision due to loosening of the femoral stem. This report captures the eleos cemented stem. This event will be reported as a serious injury due to the revision procedure.